Event description:
It was reported that while away from home, the ilet user received an insulin set expired alert, believed they were out of insulin, experienced elevated blood glucose to 310 mg/dl after eating, and then returned home to change supplies and resume delivery on the ilet. Symptoms included hyperglycemia with headache and dry mouth. Outcomes included a delay to treatment or therapy before insulin delivery was resumed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage issue related to not reverting to alternative therapy after ilet stops dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.